Manufacturer narrative:
Although the reported pump stoppages were confirmed through evaluation of the submitted system controller log file, a specific cause could not be conclusively determined as no product was returned for evaluation. Review of the submitted log file showed low speed and pump stop events on (B)(6) 2017 between 3:43am - 1:32pm, resulting in alarms for low speed and low flow hazard. These events occurred while the patient was connected to the power module. Based on previous complaint experience, the captured events appear consistent with a potential driveline issue. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 7 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2017 a pump stoppage occurred, and the patient was very symptomatic. A pump stoppage occurred again. The lvad clinician was unable to reproduce the event on hospital equipment. The patient reportedly had gained (B)(6) in the previous year. There was no reported trauma and no specific movement to induce the event. The submitted log file was reviewed by a representative of the manufacturer's technical services team and confirmed pump stoppages. X-rays were found to be unremarkable by the lvad clinician and a representative of the manufacturer's technical services. The patient was issued a new power module patient cable and was discharged to home.